Manufacturer narrative:
Plant investigation: the sample was not returned and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three month time frame prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final qc testing met all requirements. The product lots involved met specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error. A temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events (ae) of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to touch contamination when the patient inadvertently touched the end of her pd catheter (not a fresenius product). Per the pdrn, the serious adverse events were not the result of a fresenius device, drug, or product. Peritonitis with no identifiable organism occurs in approximately 1/5 of all peritonitis cases. As such, alternative markers such as abdominal pain, elevated cell count and/or cloudy effluent fluid must serve as indicators. Based on the information available, the cycler set can be disassociated from the events. There is no objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious aes experienced by the patient. Esrd patient¿s undergoing pd therapy are known to be at high risk for infections of the peritoneum.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2021 for an infection (no additional information provided during intake). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2021 with cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1000 mg every other day and ip ceftazidime 1000 mg daily (duration not provided). The pdrn attributes causality to a touch contamination event when the patient touched her pd catheter (not a fresenius product) while disconnecting from the liberty select cycler. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged home on (B)(6) 2021 and is recovering from the events. The peritoneal effluent culture result was negative for growth on (B)(6) 2021, and the patient¿s antibiotics were continued. Per the pdrn, the patient resumed utilizing the same liberty select cycler as before the events. No follow-up cell count or peritoneal effluent fluid culture has been collected, as the patient continually misses her appointments.